Manufacturer narrative:
It was confirmed on 30jan2023 by division lead educator, sheryl gauspohl, that the device was put back into service and that the site had no further issues with the device. In addition, training has been scheduled at two separate sites in april and may, respectively, to ensure that the user is aware of the correct use of the device. Belmont will continue to monitor these issues moving forward and will take all necessary action to prevent them from occurring in the future.

Event description:
The ri-2 unit was reported as not heating while infusing.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The unit was reported of not heating while infusing. According to (B)(6), belmont's clinical specialist who received the report. The user facility confirmed on (B)(6) that the reported incident was due to user error as the device was being operated, unplugged, on battery power and not heating. It was also reported the device did not cause or contribute to the patient death. Otherwise, the device functioned as intended per our specifications. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of power cord not plugged in ac power, the rapid infuser displays the following alarm message: "battery no heating." To indicate the system is now in battery mode and heating is suspended. The maximum flow rate is 50ml/min, and heating is suspended. The operator's manual also provides possible conditions and additional recommended operator actions:" plug into ac receptacle; check power cord connection. Keep the system plugged in to charge the battery". The operator's manual also has caution: "battery operation should be used only briefly or at very low flow rates because there is no heating". The user facility confirmed that this was an user error and there are no issues with the device, the user will not be sending the device back. In order to ensure that the users are educated on the use of device per our specifications, belmont's clinical specialist will be visiting the user facility to train the hospital staff for refresher training on the device. A follow-up report will be submitted once the training is complete.